Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Log file analysis reveals that alarm 316 - "blower failure" and alarm 401 - "inspiration valve or device leaky" was triggered during each start-up self-test since a certain time. "Error 4" is the cause of alert 401, which signifies "too low of unstable blower pressure." This signifies that the blower failure is the sole cause of alarm 401. When the alarms started to go off, software v6.0.1400.0 was installed. A moog blower unit is included with this machine. The root cause was determined most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,replaced the main board and performed all steps to complete main board replacement. The software was updated to .19, ran through all calibrations needed and completed base test. O2 (oxygen) was calibrated,circuit test was performed and all passed. Performance check was done, the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer confirmed that the bellavista 1000 us alarms 401 - "inspiration valve or device leaky" and 316 - blower failure while on a patient and was switched out. Furthermore, there was no patient harm reported.